Event description:
Customer reported no video on either monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated connections. System operates as intended. This MDR is related to ge healthcare complaint number.